Manufacturer narrative:
No returns were available from the customer site for this evaluation. Information gathered from the customer revealed that the customer does not usually wait to test samples after collection. The customer was informed regarding mixing and handling of capillary drawn samples based on the collection manufacturer's recommendations. The customer has also checked instrument precision (passed) and verified that controls have always been within specifications. The customer also acknowledged that their current issue may be due to poor mixing of samples. It was concluded that the most probable cause of the current customer issue is capillary sample handling. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald operation manual contains information to address the customer's concern. Based on the event details and the results of the present evaluation, a product malfunction was not identified with the cell-dyn emerald instrument.

Event description:
The customer provided falsely elevated/erratic hemoglobin results generated on a cell-dyn emerald analyzer. Results of 21.5, 23.3 and 13.0 g/dl were generated. The customer treats a pediatric population and the results provided were generated from capillary samples (the customer states that there are no issues with samples taken by venipuncture). Controls have remained within specifications. The abbott technical representative discussed sample handling techinques. No suspect results have been reported with no impact to patient care.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).